Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, only the connector portion of the lead was returned in one piece. Final analysis and visual examination of the lead found a full breach outer insulation degradation with the outer insulation separated/detached adjacent to the connector boot region.

Event description:
This report is to advise of an event observed during analysis.